Manufacturer narrative:
Final device investigation found that the device was returned with a small chip on the distal end of the sleeve tip. There were no indications of patient contact. It was not clear if the device was sent out in this condition. Upon evaluation, the device passed function testing, including a pressure test both with and without the obturator inserted into the sleeve. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that during a robot assisted exploratory excision pelvic mass a 5mm scope was advanced down the device - at the very tip the device appeared chipped. The device was believed to be used on the patient. Another device was used to complete the procedure. There was no alteration in the outcome, and no patient injury. Additional information was requested, but no additional information was available.